Manufacturer narrative:
(B)(4). The condition was confirmed, as a break in aseptic technique was reported. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. However, the cause was determined to be a use error based on the report. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient had a break in aseptic technique, during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date, the patient made a mistake resulting in a break in aseptic technique (details not provided). The break in aseptic technique was reported to be the cause of the peritonitis. The patient was not hospitalized for the peritonitis, however, the patient was treated with tazar, an injection, 2.25 g, intraperitoneally, twice daily. The reporter stated the patient was recovering from the peritonitis and that dianeal therapy was ongoing. However, it was not reported whether the patient received re-training in proper aseptic procedures for performing pd therapy. Additional information was requested but is not available at this time.